Manufacturer narrative:
(B)(4).

Event description:
Pt reported inaccurate readings and alleges the transmitter is at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2018. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Global transmitter final functional test passed. Data/share log had no data available. The customer complaint was undetermined. A probable cause could not be determined via product evaluation. No additional event or patient information is available.